Manufacturer narrative:
(B)(4) multiple MDR's were submitted for this event. Please see reports: 0001825034-2018-02048, 0001825034-2018-02049, 0001825034-2018-02050. Concomitant medical products: 22-301355 arcos con sz e hi 80 mm ha, lot 766400. The 22-300920 arcos 20 x 190 mm spl tpr dist ha, lot 530270. Pt-106056 regen/rnglc+ multi 56 mm sz 24, lot 187210. The 650-0843 36 mm cocr biomet fem hd +6 nk, lot 3229357. (B)(6). Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Device remains implanted.

Event description:
It was reported that the patient underwent a total left hip arthroplasty. Subsequently, the patient developed a urinary tract infection post-implantation. Attempts have been made and no further information has been made available at this time.